Event description:
Customer's wife reported receiving erratic readings on the customer's freestyle freedom lite blood glucose monitor. The customer received readings of 91 mg/dl and 320 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. In addition, the customer experienced extreme weakness and paleness after taking insulin. The customer self treated with food and juice to help alleviate their symptoms and did not seek third party medical intervention. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.